Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the suggested event could be the failure of the image sensor unit, the failure of the imaging board in the scope, or a communication error due to a failure or poor contact on the system side. (Disconnection of the image sensor unit in the bending section, charged coupled device failure due to the fact that the white scratch correction is not working, or failure of the correction board). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope was displaying a check clv connection error code. The issue occurred during a therapeutic laparoscopic surgery. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.